Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the battery compartment was found to have cracked below the grip pad. The cover to the bolus button was detached/missing. The pump powered up with auditory and vibratory features. No tactile issues were found with the keypad buttons. (B)(6).